Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. It was reported that the cause of the impedance issues were due to the broken lead. The cause of the broken lead and flipped ins was unknown. No further complications reported/anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va1kq0s, implanted: (B)(6)2017 explanted: (B)(6)2018 product type lead. Date of event updated. Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that there was an interruption of therapy. The patient was asked if there were any events that could have contributed to the disruption. The patient stated that she hadn¿t fallen or had done anything out of the ordinary. The patient¿s implantable neurostimulator (ins) was interrogated in the office prior to surgery. The rep reported that all impedances we¿re greater than 4000. The physician was notified. The patient had the device interrogated in the office where they determined a surgical intervention was needed. When the pocket was opened, it was discovered that the device had appeared to be flipping within the pocket. The lead was twisted and had broken in two pieces. One piece from the ins to the first white mark, the second was from the first white mark down to the electrodes. The physician explanted both pieces and the ins. It was noted that the customer wanted to send the device to their pathology department and was discarded. No further complications were anticipated/reported.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss of therapy. Patient stated that on thursday the device didn't appear to be working, like they didn't feel anything. Later in the call, the patient reported they hadn't felt stimulation in a couple of weeks. Patient also reported they didn't feel stimulation all the time. Patient stated that prior to calling they increased the stimulation on program 1 up to 5.5. Patient stated they didn't feel stimulation and hadn't seen improvement in their symptoms. Patient stated they called the doctor's office and they were told to call the manufacturer because they didn't know why they wouldn't be feeling stimulation. Patient said the doctor normally changed the program, they hadn't changed it on their own. Patient was able to sync with their programmer and it showed stimulation was on. Patient started on program 1 at 5.5 and wasn't feeling stimulation. Patient switched to program 2 and increased to 3.1, patient switched to program 3 and increased to 5.5, then switched to program 4 and increased to 3.0, patient was not able to feel stimulation on any of the programs. Patient stated in the past they had problems with the stimulation being painful, so they were usually sensitive to stimulation. Patient stated they hadn't had any falls, trauma, or changes in activity. Caller was redirected to their healthcare provider to have their device checked. Patient stated they had been having more bowel issues and more constipation. Patient was asked if the onset of more constipation was sudden or gradual and they stated it was hard to tell because it was the way they were all the time. Patient stated the device helped a little, but constipation was always a problem. Patient reported they had been implanted to treat constipation. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported the cause of the device not working properly/not feeling stimulation on all 4 programs was it was not working on any setting. The patient reported it had been powered on and off multiple times. They replaced the battery in the remote and had doctor and rep test the machine and called manufacturer's customer support.